Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 21. On (B)(6) 2023, non-osseointegration was verified. No product was returned to the manufacturer. There were no reported patient injuries or complications.

Manufacturer narrative:
Non-fatal serious injury or device malfunction stored due to covid 19pandemic in accordance with FDA guidance "postmarketing adverse eventreporting for medical products and dietary supplements during apandemic" published may 2020.

Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 21. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2023 , non-osseointegration was verified. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain and mobility. No further patient complications were reported.